Event description:
It was reported that the ilet device¿s sleep/wake button intermittently did not respond despite the user following proper steps, and the user noted the device is currently functioning. Symptoms included no reported adverse clinical effects and no glycemic issues. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer education and troubleshooting performed remotely. Investigation of this case revealed an intermittent, non-reproducible user interface responsiveness issue related to the sleep/wake control, with normal function at the time of follow-up. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to the inability to reproduce the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.